Manufacturer narrative:
The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead in the cut areas. In the course of the analysis, signs of abrasion were found along the lead body. However, the insulation was intact. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported this lead was explanted due to a product performance issue.